Manufacturer narrative:
The issue occurred on an unreported date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the line of a 250 large volume intermate was broken before use. This was identified during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacture date: the device was manufactured between november 21, 2017 - november 22, 2017. The device was received for evaluation. Visual inspection on the returned unit revealed the administration tube set was separated from the flow restrictor and the tubing had been cut/detached. The reported problem was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental repot will be submitted.